Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included female sterilization, weight gain and fatigue. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) to (B)(6)for birth control as well as ibuprofen, miconazole, oxybutynin, paracetamol (acetaminophen) and sertraline. On (B)(6)2016, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2017, the patient experienced abdominal pain lower ("pain: lower stomach"), abdominal pain ("pain: side of the abdomen") and back pain ("pain: lower back pain"). In (B)(6)2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), urinary tract infection ("uti"), kidney infection ("kidney infection"), bladder disorder ("bladder problems or changes:unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), burning sensation ("burning sensation in side and abdomen") and amenorrhoea ("my period had stopped for three months."). The patient was treated with surgery (removal of bilateral salpingectomy, removal of essure devices, hysterectomy.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and back pain had resolved and the abdominal distension, weight increased, migraine, menorrhagia, vaginal haemorrhage, urinary tract infection, kidney infection, bladder disorder, urinary tract disorder, headache, fatigue, burning sensation and amenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, amenorrhoea, back pain, bladder disorder, burning sensation, fatigue, headache, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per mr: insertion details: bilateral placement # of coils/devices: right ¿ 5 left ¿ 3. Patient tolerated procedure well. Procedure completed without complications. The hsg catheter is identified. Impression: there is occlusion of both fallopian tubes at the level of the cornua bilaterally. However, the proximal marker of the 1eft micro insert (representing the proximal end of the outer coil) does not appear to be normally aligned in relation to the inner coil. Although this could be due to bending of the outer coil, the possibility of a defect of the outer coil cannot be excluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6)2017: total bilateral occlusiontotal bilateral occlusion ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, dysmenorrhea, abdominal pain, pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. This case concerns 28 year old patient. Her demographic was updated. Her historical/concurrent conditions were added. Lab data was added. Essure lot number was added. Essure indication was amended. Concomitant medications were added. Following events: abnormal bleeding (menorrhagia/vaginal), uti (urinary tract infection), kidney infection, bladder problems or changes: unspecified), urinary problems or changes: unspecified; headaches, fatigue, burning sensation in side and abdomen, pain: lower stomach, pain: side of the abdomen and pain: lower back pain ,period had stopped for three months were added. All the aforementioned pain has been recovered incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud. Concurrent conditions included female sterilization, weight gain and fatigue. Concomitant products included medroxyprogesterone (depo provera) from 2016 to 2017 for birth control as well as ibuprofen, miconazole, oxybutynin, paracetamol (acetaminophen) and sertraline. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In march 2017, the patient experienced abdominal pain lower ("pain: lower stomach"), abdominal pain ("pain: side of the abdomen") and back pain ("pain: lower back pain"). In (B)(6) 2017, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2017, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), urinary tract infection ("uti"), kidney infection ("kidney infection"), bladder disorder ("bladder problems or changes:unspecified"), urinary tract disorder ("urinary problems or changes: unspecified"), fatigue ("fatigue"), abdominal discomfort ("burning sensation in side and abdomen") and amenorrhoea ("my period had stopped for three months."). The patient was treated with surgery (removal of bilateral salpingectomy, removal of essure devices, hysterectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and back pain had resolved and the abdominal distension, weight increased, migraine, menorrhagia, vaginal haemorrhage, urinary tract infection, kidney infection, bladder disorder, urinary tract disorder, headache, fatigue, abdominal discomfort and amenorrhoea outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, amenorrhoea, back pain, bladder disorder, fatigue, headache, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Per mr: insertion details: bilateral placement # of coils/devices: right ¿ 5 left ¿ 3. Patient tolerated procedure well. Procedure completed without complications. The hsg catheter is identified. Impression: there is occlusion of both fallopian tubes at the level of the cornua bilaterally. However, the proximal marker of the 1eft micro insert (representing the proximal end of the outer coil) does not appear to be normally aligned in relation to the inner coil. Although this could be due to bending of the outer coil, the possibility of a defect of the outer coil cannot be excluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: total bilateral occlusiontotal bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, dysmenorrhea, abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), weight increased ("weight gain") and migraine ("migraines"). The patient was treated with surgery (she will have surgery to remove the essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, weight increased and migraine outcome was unknown. The reporter considered abdominal distension, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.